Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was not reported. The same day as event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the peritonitis. At the time of this report the patient was not recovered from this peritonitis event. Physioneal therapies were ongoing. No additional information is available as the reporter declined to provide further information.

Manufacturer narrative:
The date of the event was clarified to be an unknown date in (B)(6) 2017. Extraneal. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up it was reported antibiotic therapy was discontinued. It was reported ¿within 2 weeks after discontinuation of treatment¿ the patient experienced recurrent peritonitis (42 days after initial event onset). The patient presented to the emergency room and was prescribed unspecified antibiotics. At the time of this report the patient was not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up it was reported peritonitis was ongoing the month after onset reported as 2 weeks after discontinuation of antibiotic therapy. On an unreported date, the patient ¿visited the hospital¿; however, it was not reported if the patient was admitted for the event. The patient was not recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.